Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device would not follow the volume¿s setting. The device alarmed hardware low level failure during self-test. During troubleshooting, the device passed self-test. The customer¿s blood glucose during the incident was 130 mg/dl. The device will be returned for analysis.